Event description:
Patient stated the needle button accidently released prior to the completion of the 24-hour period. Patient stated he may have hit the needle release button by accident. Patient didn't think that the needle retracted. Patient stated when he checked his reading after 3pm it was 390 and he immediately took v-go off and replaced it with a new one. Patient's glucose normal range is 80-140.